Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via review of the submitted log file. The log file contained approximately 15 days of data (12 jul 2023 to 27 jul 2023 per timestamp). On 20 jul 2023 at 9:06 and 24 jul 2023 at 10:57, a no external power alarm activated due to the voltages on both power cables simultaneously dropping to 0v. During the losses of power, the backup battery supported the operation of the pump as intended. The alarms resolved within a few seconds of activation when power was restored. The controller¿s ability to operate the pump was unaffected by the observed events, as the backup battery provided support to the system in the absence of external power. These alarms are consistent with the provided information that the staff mistakenly disconnected power while the patient was utilizing the power module. The pump maintained a speed above the low speed limit throughout the data. The power module (serial number: unknown) was not exchanged and no products were returned for evaluation. The root cause of the reported event was determined to be user error in disconnecting power; the staff was re-educated on how to properly provide power to the system. The device history records for the power module were unable to be reviewed, as its serial number was not provided. The heartmate 3 patient handbook (rev. C - section 2 ¿system operations¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. C - section 3 ¿powering the system¿) provides instruction for properly switching between power sources. The user is also warned to ensure that the power module patient cable is correctly connected to the power module during patient use. The heartmate 3 patient handbook (rev. C - section 7 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including no external power alarms, and the actions to take if the alarms cannot be resolved. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (power module, mobile power unit, or two fully-charged heartmate 14 volt lithium-ion batteries). The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that no external power was caused by staff disconnecting while patient was connected. Reeducation was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review captured on (B)(6) 2023 some no external power events. It appeared while the patient was hooked up the power module either both power leads were simultaneously disconnected or there was a loss of power.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.